Manufacturer narrative:
Manufacturer's investigation conclusion: the report of the centrimag blood pump clotting off and the right atrium being full of clot could not be confirmed through this evaluation as no product was returned for evaluation. It was reported that no product will be returned for evaluation. Review of the device history record (DHR) for the centrimag blood pump, lot number l08153-la8, revealed no deviations from manufacturing or quality assurance specifications. The current centrimag blood pump instructions for use (IFU) (rev. B) lists death, multiple types of organ failure and dysfunction (hepatic dysfunction, renal failure/dysfunction, respiratory failure, and right heart failure), and arterial non-cns and venous thromboembolism as adverse events that may be associated with the centrimag circulatory support system under ¿adverse events.¿ this IFU also provides the following warnings and cautions: IFU warning #7: it is intended that systemic anticoagulation be utilized while this device is in use. Anticoagulation levels should be determined by the physician based on risks and benefits to the patient. IFU warning #10: frequent patient and device monitoring is recommended. IFU caution #2: this device should only be used by persons thoroughly trained in extracorporeal circulation procedures. IFU caution #9: monitor carefully for any signs of occlusion throughout the circuit. IFU caution #15: always have a backup centrimag pump, console, motor, and accessories available for use. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patients lvad was exchanged on (B)(6) 2023, new lvad was functioning as expected. Right ventricular assist device (rvad) with oxygenator was placed during the exchange for right ventricle and hemodynamic support. The rvad oxygenator clotted off. On transesophageal echocardiogram (tee) the right atrium (ra) was noted to be full of clot, the rvad was unable to be salvaged and care was withdrawn. The patient passed away due to multisystem organ failure. The outcome was not considered to be device or therapy related. An autopsy would not be performed. Related manufacturer reference number for pre lvad exchange: (B)(4). Related manufacturer reference number for post lvad exchange: (B)(4). Related manufacturer reference number for system controller: (B)(4).